Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed by the customer that they tightened the device's battery pins and have since placed the device back into service for use. No further power related issues have been observed since. The device has not been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device cycled power (powered off, then on) by itself twice during patient use. The patient was being monitored only and there were no adverse effects to the patient as a result of the reported issue. No further details regarding the patient or the event were provided.